Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to issue medication. A technical support specialist (tss) checked through medbank myqlink and confirmed that the medication had been cancelled and was therefore closed. The customer reported that it still appeared open on their end. The issue was escalated and confirmed that a dc message sent earlier in that day morning had cancelled the medication order. This information was explained to both the customer and the pharmacist. The tss then remoted into the system and showed the customer how to perform a temporary override, after which the customer was able to issue the medication following verify approval. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue medication. The customer stated that they were unable to issue the medication for the patient even though the rxverify has been approved. There were no adverse events or injuries reported based on this event.